Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that yesterday the patient experienced some burning at ins site which only lasted a couple of seconds. The patient said they were just walking around the house when they noticed the sensation and said that they did check the incision site and everything looked normal. The patient was going to monitor to determine if this happens again and to track what they were doing at the time.